Event description:
It was reported that the right ventricular lead's low voltage lead impedance was low. On (B)(6) 2017, the lead was capped and replaced. Patient experienced some pressure in the clavicular region during the procedure but no patient complaints were noted before or after the procedure.